Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), the trunk cable connector locking nut was found to be broken. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation, the trunk cable connector locking nut was damaged. The root cause of the damaged connector locking nut cannot be positively identified, but was likely a result of excessive force. No adverse event occurred due to the defective electrode belt connector locking nut. The last pt to use this electrode belt did not report any problems.